Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack on the back of the case. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. The customer reported that the insulin pump was buzzing after they got out of the pool. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.